Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that her son had low blood glucose level. The customer¿s blood glucose level was 32 mg/dl at the time of incident. The customer was treated with food, sugar and a meal. The customer¿s mother reported that they were fighting with low blood glucose since they started on auto mode and mostly at night. The customer¿s blood glucose went down all the way to 32 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.